Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle connector on a bd eclipse" needle with safety was broken. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. It was not possible to confirm without the sample or images at what time and how the reported failure occurred. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Analysis of the history of the manufacturing lot: lot 7303580 claimed was produced between 04/nov/2017 to 07/nov/2017. Inspections carried out on the seeb01 - moij70/71/73 injection molding machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. We inform that visual inspections are validated with the frequency of 4 times per shift. Before the batch is released to the consumer, the consumer still goes through the process of evaluation of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. After reviewing this document, it can be verified that all the tests performed were within the specifications of the product. No record was found that could lead to this defect. This is the first complaint by needle hub hole/cracked/damaged in lot 7303580. Since there is no failure reported in the injection molding machine in our database, and the parameters were within the validated window (as recorded in the control plane), it was concluded that it was not possible to identify the root cause for the defect reported, since we do not have enough information for analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.